Manufacturer narrative:
The hvad is used for treatment not diagnosis. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated by the manufacturer and correction is currently being implemented under field safety corrective action (fsca). Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery (bat049854). The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cells. This is report one of two reports (3007042319-2015-03962,03963) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of two reports ( 3007042319-2015-03962,03963) submitted for devices related to the same event.

Event description:
Per vad nurse: "charging normally, but when connected to controller switches to another battery and when used with ac starts to alarm." Controller and battery were exchanged. Investigation is ongoing.